Manufacturer narrative:
Model number: cylinders: 72404013, pump: 72401110. Serial number: (B)(4). Catalog number: cylinders: 72404013, pump: 72401110. UDI number: cylinders: (B)(4). Expiration date: cylinders: 10/24/2016, pump: 03/07/2017. Manufacture date: cylinders: 11/07/2011, pump:03/13/2012.

Event description:
It was reported that the patient's inflatable penile prosthesis was not inflating and deflating properly. Revision was performed the following month. During the revision, it was discovered that the reservoir had fluid loss. The system was replaced with a 65ml reservoir, pump, and 18cmx12mm cylinders. The patient was doing well.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required. The ams700 device was visually inspected. There was a leak in the reservoir sphere at the adapter-sphere junction that was the result of fatigue. The ams700 cylinders were visually inspected. No leak was found. The cylinders were not functionally tested due to reservoir leak. The pump was visually inspected. No leak was found. The pump was not functionally tested due to reservoir leak. D4 model number: cylinders: 72404013; pump: 72401110; serial number:; cylinders: (B)(4) ; pump: 761803002; catalog number: cylinders: 72404013 pump: 72401110; UDI number: cylinders: (B)(4) expiration date:; cylinders: 10/24/2016; pump: 03/07/2017; manufacture date:; cylinders: 11/07/2011; pump:03/13/2012.

Event description:
It was reported that the patient's inflatable penile prosthesis was not inflating and deflating properly. Revision was performed the following month. During the revision, it was discovered that the reservoir had fluid loss. The system was replaced with a 65ml reservoir, pump, and 18cmx12mm cylinders. The patient was doing well.